Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Surgical intervention was undertaken. The lead was explanted and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. There was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high out of range pacing impedance measurements greater than 2,000 ohms and noise that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that analysis of this device was completed.